Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported scar at the pod infusion sites. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing pods they have had sores as well as purulent discharge, inflammation, raised bumps, itching, rash and a scar at the pod infusion sites. As treatment, then patient is using back up insulin injections.